Manufacturer narrative:
The device was not returned to edwards lifesciences as it remains implanted in the patient.   Per the instructions for use (IFU), valve migration and stenosis requiring intervention are potential adverse events associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration.  Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd).  This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe.  In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. However, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification.  The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The edwards thv patient screening manual advises the operator on preprocedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations.  Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the migration and stenosis 4 years post deployment of the valve cannot be confirmed. However, it is possible that the reported ¿very low position¿ of the valve may have caused or contributed to the migration.  Additionally, the stenosis may have due to patient factors (natural progression of valvular disease process) and/or the mechanisms described above.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported, approximately 4 years post transoartic implant of a 26mm sapien xt valve in a "very low" aortic position, the sapien xt valve continued to migrate into the left ventricle outflow tract (lvot) and.  The low deployment was not recognized at the time of deployment. The patient also presented with aortic stenosis. A 26mm sapien 3 valve was implanted in a 60:40 aortic/ventricular position within the existing sapien xt valve.  The case went as planned with excellent results.  No perivalvular leak (pvl) or central aortic insufficiency (ai) was noted.  The patient was alive at the conclusion of the case.

Manufacturer narrative:
Additional information obtained clarified that the injury previously reported in this MDR against 9300tfx26 was already reported under mfg report number 2015691-2018-00856.  As such this MDR was reported in error and a corrected supplemental report is being submitted.